Event description:
The customer observed a falsely elevated sodium and chloride results generated on a patient when processed on the architect c4000 analyzer. Results were reported to the medical provider. The following data was provided. On (B)(6) 2025, initial sodium results=160 mmol/l, repeat results from another analyzer = 142 mmol/l. On (B)(6) 2025, initial chloride results= 134 mmol/l, repeat results from this analyzer and another analyzer were 109 mmol/l. The customer uses reference range for sodium (135-145 mmol/l) & chloride (98-110 mmol/l). There was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included, no additional patient information was available.

Event description:
The customer observed a falsely elevated sodium and chloride results generated on a patient when processed on the architect c4000 analyzer. Results were reported to the medical provider. The following data was provided. (B)(6) 2025, initial sodium results=160 mmol/l, repeat results from another analyzer = 142 mmol/l. (B)(6) 2025, initial chloride results= 134 mmol/l, repeat results from this analyzer and another analyzer were 109 mmol/l. The customer uses reference range for sodium (135-145 mmol/l) & chloride (98-110 mmol/l). There was no reported impact to patient management.

Manufacturer narrative:
A complaint investigation was conducted for the architect c4000, serial number (B)(6). The field service representative (fsr) observed the solenoid valves were leaking when troubleshooting the issue. The waste fittings kit (rohs)_ was cleaned out and drained and deemed the cause for the issue. The service history of the (B)(6) found no additional discrepant sodium and chloride results were reported after the current event was identified. A review of tracking and trending did not identify any trends for the architect c4000 instrument with regards to the customer reported event. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on our investigation, no systemic issue or deficiency was identified for the architect c4000, serial number (B)(6) or the waste fittings kit.